Manufacturer narrative:
Data and information provided with the article ¿human t-lymphotropic virus screening of blood donations in england between 2002 and 2021¿comparison of screening strategies¿ was reviewed. Per the article prism htlv-I/htlv-ii (ln 6a53-48) was used from 2013 to 2021. A total of 8,168,738 blood donations were tested with prism htlv-I/htlv-ii from 2013 to 2021, whereof 4,619 were repeat reactive, resulting in a repeat reactive rate of (B)(4), which is within specifications documented in the instructions for use (IFU) for this assay (rrr: (B)(4) with a 95% confidence interval (ci) of 0.02 ¿ 0.15%). 81 of these 4,619 samples were confirmed positive, therefore 4,538 samples were potential false reactive for prism htlv-I/htlv-ii, resulting in a specificity of 99.94%, which is within specifications documented in the IFU for this assay (specificity: 99.96% with a 95% ci of 99.87 ¿ 99.99%). Further, a review of the data documented in the article show performance within product specifications. A review of tracking and trending did not identify an increase in complaint activity for the complaint issue. Device history record review did not identify any potential nonconformances, nonconformance, or deviations related to the prism htlv-I/htlv-ii assay. File kit testing was not performed, as the lot numbers in use were not provided and the prism platform has been retired. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation the prism htlv-I/htlv-ii assay was performing as intended. No systemic issue or deficiency of the prism htlv-I/htlv-ii assay was identified.

Event description:
A literature article by heli harvala, et.al., ¿human t-lymphotropic virus screening of blood donations in england between 2002 and 2021¿comparison of screening strategies¿, clinical infectious diseases 81.1: 206-212. Oxford university press. (Jul 15, 2025) documents a 20-year study utilizing england¿s nhs blood and transplant (nhsbt) data. Between 2002 and 2021, a total of 30,679,741 blood donations were screened for htlv antibodies using either "the abbott murex or prism htlv-1/htlv-2 chemiluminescent immunoassays, which demonstrated an overall assay specificity of 99.985%". From august 2002 to february 2013, the murex htlv-1/htlv-2 assay* was employed for screening via minipools. Initially, each minipool contained 48 plasma samples, which was reduced to 24 samples starting in 2008. A total of 22,511,003 donations were tested across 624,445 pools. Among these, 413 repeat reactive donations were identified - 197 confirmed positive and 216 classified as non-specific reactive - resulting in an overall specificity of 99.999%. From march 2013 through december 2021, the abbott prism htlv-1/htlv-2 assay was used, and pooling was discontinued. Between march 2013 and december 2016, all donations were individually screened, totaling 6,908,058 donations. Among these, 3,349 repeat reactive donations were identified - 30 confirmed positive and 3,319 classified as non-specific reactive ¿ resulting in an overall specificity of 99.952%. From january 2017 to december 2021, only donations from first-time donors and those intended for components that could not be leucodepleted were tested. Out of 1,260,680 donations screened, 1,270 repeat reactive donations were identified - 51 confirmed positive and 1,219 non-specific reactive - resulting in an overall specificity of 99.903%. In total, across all screening strategies, 30,679,741 donations were tested. Of these, 5,032 were repeat reactive, with 278 confirmed positive and 4,754 classified as non-specific reactive, resulting in an overall specificity of 99.9885%. Additionally, the study noted, two donors with htlv-1 had no evidence of a previous negative result and were identified following the introduction of individual sample testing in 2013. They both had tested negative in pooled screening, but their archive samples were found to be seropositive in retrospective individual testing. No impact to donor/patient management was reported. *in 2010 diasorin acquired the murex product line from abbott.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature article by heli harvala, et.al., ¿human t-lymphotropic virus screening of blood donations in england between 2002 and 2021¿comparison of screening strategies¿, clinical infectious diseases 81.1: 206-212. Oxford university press. (Jul 15, 2025) documents a 20-year study utilizing england¿s nhs blood and transplant (nhsbt) data. Between 2002 and 2021, a total of 30,679,741 blood donations were screened for htlv antibodies using either "the abbott murex or prism htlv-1/htlv-2 chemiluminescent immunoassays, which demonstrated an overall assay specificity of 99.985%". From august 2002 to february 2013, the murex htlv-1/htlv-2 assay* was employed for screening via minipools. Initially, each minipool contained 48 plasma samples, which was reduced to 24 samples starting in 2008. A total of 22,511,003 donations were tested across 624,445 pools. Among these, 413 repeat reactive donations were identified - 197 confirmed positive and 216 classified as non-specific reactive - resulting in an overall specificity of 99.999%. From march 2013 through december 2021, the abbott prism htlv-1/htlv-2 assay was used, and pooling was discontinued. Between march 2013 and december 2016, all donations were individually screened, totaling 6,908,058 donations. Among these, 3,349 repeat reactive donations were identified - 30 confirmed positive and 3,319 classified as non-specific reactive ¿ resulting in an overall specificity of 99.952%. From january 2017 to december 2021, only donations from first-time donors and those intended for components that could not be leucodepleted were tested. Out of 1,260,680 donations screened, 1,270 repeat reactive donations were identified - 51 confirmed positive and 1,219 non-specific reactive - resulting in an overall specificity of 99.903%. In total, across all screening strategies, 30,679,741 donations were tested. Of these, 5,032 were repeat reactive, with 278 confirmed positive and 4,754 classified as non-specific reactive, resulting in an overall specificity of 99.9885%. Additionally, the study noted, two donors with htlv-1 had no evidence of a previous negative result and were identified following the introduction of individual sample testing in 2013. They both had tested negative in pooled screening, but their archive samples were found to be seropositive in retrospective individual testing. No impact to donor/patient management was reported. *in 2010 diasorin acquired the murex product line from abbott.